Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified an opening, a crease fold, and wear abrasion. A leak test was performed and an opening on the radius side was found. A microscopic analysis was performed which identified a smooth crease opening on the radius side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on radius assessed a fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.